Event description:
Philips received a complaint by the customer on the v60 indicating that the device has an oxygen supply issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H11: philips received a complaint by the customer on the v60 indicating that the device has a high-flow oxygen therapy, oxygen supply issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site, and it was checked that the oxygen connection was correct, as well as the supply, 72 pounds per square inch gauge (psig), was within the correct ranges. The fse could not duplicate the reported issue. No fault found. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.